Event description:
In 2009, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's one touch ultramini meter was prompting "error 2, error 3, and error 1". Per the onetouch ultra mini owner's booklet an "error 2" could be caused either by a used test strip or if there is a problem with the meter. An "error 3" indicates that a sample was applied before the meter was ready and an "error 1" indicates there is a problem with the meter. The complaint was classified based on the customer service representative (csr) documentation. The patient's daughter reported that the patient obtained the subject meter a couple of days prior to contacting lfs. On the evening of one day prior, the reporter claimed that the patient attempted to test with the subject meter and obtained the error messages noted above. It is not known what medications, if any, the patient takes to manage her diabetes. However, the reporter denied that the patient took any action regarding her diabetes management as a result of the alleged issues. On the afternoon of contacting to lifescan, the patient's daughter reported that the patient became shaky and dizzy. The reporter denied that the patient received medical attention. At the time of troubleshooting, the csr noted that the reporter was unable to replicate any of the alleged error messages, and was able to successfully obtain a reading with the subject meter. The alleged error messages were resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.